Event description:
Initial information received from a physician on 26-apr-2010: physician reported a female pt experienced a hypersensitivity reaction on her first injection of poly-l-lactic acid (sculptra aesthetic, lot# , exp date unk) into the nasolabial folds for cosmetic use, that was almost anaphylactic in nature and required hospitalization on (B)(6) 2010. Three hours post treatment, the pt's face and neck began swelling and physician described it as angioedema. Pt was treated with steroids intravenously, antihistamines and cox 2 inhibitors. Physician stated the adverse event has resolved. No concomitant medications or medical history reported. No further information reported.